Manufacturer narrative:
We have not yet received the item for evaluation.

Event description:
Allegedly, the tip of the instrument broke off in the patient during a procedure. X-ray was done afterwards and the broken tip was found lodged in the patient's abdominal tissue. The piece was not retrieved and hospital states the surgeon disclosed this to the patient.

Manufacturer narrative:
We evaluated the instrument. The fixed jaw is missing (clean break), the shaft is bent, and there are scratch marks on distal end of the shaft. Breakage is most likely due to stress overload.